Manufacturer narrative:
Updates made to b5, b6, d6b and h6 (health impact code).

Event description:
Follow up information received on (B)(6) 2023: on (B)(6) 2023, the patient's digestive doctor managed to remove the buried dish through the stoma. They decided not to place new probes during the intervention due the burial of the previous dish and to assess whether to use the same stoma.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, for an unknown reason, the patient was having a change of probes. Buried bumper was observed, there was no pain or signs of infection. A new intestinal tube was placed at that time and treatment continued.

Manufacturer narrative:
Reference record: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was remained implanted in the patient; therefore, a return sample evaluation cannot be performed. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.